Event description:
A healthcare facility in (B)(6) reported that during post servicing performance checks. An rd900 neopuff infant resuscitator manometer was faulty, it is getting stuck at 30. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in united kingdom reported that during post servicing performance checks. An rd900 neopuff infant resuscitator manometer was faulty, it is getting stuck at 30cms. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) manufacturing site in new zealand where it was tested by a trained f&p service technician. Results: the performance test of the subject neopuff infant resuscitator revealed no fault. Conclusion: we are unable to determine what caused the reported fault as no fault was found with the device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the required specification at time of production.